Manufacturer narrative:
A ge representative evaluated the system and reseated the circuit boards in their connectors. System operates as intended.

Event description:
It was reported that the system video display rolls. No patient injury was reported.